Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) was 714 mg/dl at its highest. Pump supplies were changed and insulin delivery was resumed. As the occlusions occurred in the past, tandem technical support was unable to determine a cause of the occlusions.